Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (b)96) 2010 and a mesh was implanted, concurrently with a tlh, bso, hemmroidectomy due to sui. The patient experienced pain, erosion, urinary/bowel problems. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2016. It was reported that following insertion the patient experienced nocturia, dyspareunia, cystocele, urgency, urinary frequency, rectocele, vaginismus, and enuresis. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a&p vaginal repair, bilateral sacrospinous ligament colposuspension, tot sling (align) implant and cystoscopy on (B)(6) 2015 due to pelvic relaxation, sui and vaginal vault prolapse. No additional information was provided. (B)(4) vaginal prolapse.